Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an up key scrolling uncontrollably. The blood glucose reading was 141 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The customer mentioned that she had been hospitalized for high blood glucose levels 4 years ago, but she did not provide any further details regarding the incident. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The unit functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.